Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via (B)(6) that the customer's device is not working. Customer mentioned the device is going off. Stated blood glucose was still rising. Sensor had been off by over 100 points. Sensor glucose was 75mg/dl and blood glucose was 150mg/dl.